Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Tthe distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4)

Event description:
It was further reported that the rv lead had a pace/sense fracture and was explanted and replaced.

Event description:
It was reported that high right ventricular (rv) pace impedance and non-sustained high rate episodes triggered a lead integrity alert (lia) on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).